Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tachycardia. It was also reported that the right ventricular (rv) lead exhibited undersensing. It was further reported that ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes were not recorded on the implantable pulse generator (ipg). The rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.